Event description:
On (B)(6) 2025, it was reported by a distributor via email that for an ar-4068-05sd, suturelasso¿ sd wire loop, while using the microlasso, the lasso snapped. When the new sd wire loop was opened, it was empty. This was detected during use in a f&a atfl procedure on (B)(6) 2025. The procedure was completed successfully as they opened another sd wire loop.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion.